Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance a smart coil through its introducer sheath and, therefore, the smart coil was removed. The procedure was completed using a new smart coil, additional coils, and the same microcatheter. There was no report of an adverse effect to the patient.